Manufacturer narrative:
The report of a deceleration in pump speed was confirmed based on a review of the submitted system controller data log file; however, a specific cause for the events could not be determined through this evaluation. The log file contained low speed advisory events and elevations in pump power which appeared to occur while the system was operating on the power module. Based on the manufacturer¿s previous complaint experience, the events recorded in the patient¿s system controller event history appear consistent with a potential driveline issue; however, driveline wire damage could not be confirmed as the device remains in use and was not available for evaluation. The patient remains ongoing on vad support with the use of an ungrounded patient cable for power module support, and no further events have been reported. A review of the device history record revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 3 years, 11 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2013. The lvad clinician reported that the patient¿s inr was low, and that the lvad speed decreased to 6800 rpm transiently. A log file was provided to the manufacturer¿s technical service representative confirmed the speed deceleration. The x-rays provided for review appeared to be unremarkable. The patient was symptomatic; however, specific details on the symptoms were not provided. On (B)(6) 2017, the lvad clinician confirmed that no additional alarms or decelerations occurred. Additional log files did not reveal any device issues, and the patient was discharged. No additional information was communicated.

Manufacturer narrative:
Additional information. The referenced pump stop event due to battery depletion was reported under medwatch MFR report #2916596-2017-01898.

Event description:
Additional information: it was reported on (B)(6) 2017 that the patient has used external battery power only since (B)(6) 2017, including while sleeping at night. The vad clinicians reported that the patient tends to wait too long to change the batteries. On (B)(6) 2017 a log file provided to the manufacturer¿s technical services for analysis confirmed multiple low battery/low hazard advisory alarms due to the battery voltage falling below the low voltage hazard threshold. The log file captured a pump off event where both 14v li-ion batteries depleted with subsequent engagement of the system controller backup battery. The backup battery also ran to depletion at which time the pump stopped. At an unknown time later, power was restored to the system controller¿s black power lead and the pump resumed function as programmed. It is unknown how long the pump was off as the internal clock had reset after the total loss of power. Due to the patient¿s behavior with the external battery exchanges, the vad clinicians requested and received an ungrounded patient cable for the patient to use when connecting the lvad system to the power module.